Manufacturer narrative:
This issue has been investigated. Siemens is not the legal manufacturer of the failed ups. The manufacturer of the ups was contacted and the pictures received from the customer were provided to investigate the issue (the ups was not available for investigation). The manufacturer responded that the ups in use by the customer is not compatible with medical devices. Siemens does not recommend use of this ups for the rp500 instrument. There's no indication the rp500 instrument malfunctioned. No other components were found to be damaged.

Manufacturer narrative:
The customer disconnected the ups and connected the rp 500 directly to the power supply. There was no other component damaged. The device is currently operational. Investigation will be opened if the ups is available to be returned. The cause of this event is unknown.

Event description:
The customer reported smoke was seen coming out of the uninterrupted power supply (ups) connected to the rp 500. There was no patient involvement. There was no report of injury due to this event.